Event description:
The patient reported that his device only lasted 31 months. The patient further reported that the device was replaced due to high thresholds, and that the battery only lasted 3 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
The patient reported that his device only lasted 31 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.